Manufacturer narrative:
An event regarding revision due to knee joint instability with patellar subluxation involving a triathlon patellar component was reported. The event was confirmed by medical records. Method & results: device evaluation and results: the damages to the pegs was consistent with saw cuts likely from explantation. Dark discolorations were observed from likely biological origin. Nothing remarkable was observed in the patella. Material analysis of the explanted device confirmed that there were no material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that there is no documented confirmation of the claim of a recall of the primary total knee components, no documented follow-up between (B)(6) 2013 and (B)(6) 2016, and no complaints of the right knee until (B)(6) 2016. Internal rotation of the femoral component, as noted on the (B)(6) 2017 revision surgery operative report, resulted in patellar subluxation and ligamentous imbalance, which were the indications for revision surgery. There is no evidence that factors associated with the primary total knee arthroplasty components' design, manufacturing or materials were responsible for this clinical situation. Device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot referenced. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated that there is no documented confirmation of the claim of a recall of the primary total knee components, no documented follow-up between (B)(6) 2013 and (B)(6) 2016, and no complaints of the right knee until (B)(6) 2016. Internal rotation of the femoral component, as noted on the (B)(6) 2017 revision surgery operative report, resulted in patellar subluxation and ligamentous imbalance, which were the indications for revision surgery. There is no evidence that factors associated with the primary total knee arthroplasty components' design, manufacturing or materials were responsible for this clinical situation. Material analysis of the explanted device confirmed that there were no material or manufacturing defects were observed on the surfaces examined. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Mw 5068789: had a total knee replacement in (B)(6) 2012, afterwards I kept telling the surgeon something was wrong with the stryker triathlon total knee implant that was put in my right knee. The surgeon kept telling me that it was all in my head, I was imagining it, to suck it up and get use to it that it would get better with time and even that I was crazy. He said everything was ok. After a year of this he had me believing he was right so I just decided to put up with it, live with it and hope it got better. Well, it never did, so I went to another orthopedic surgeon. He found out on (B)(6) 2016 that the implant I had was bad and told me I would have to have complete revision surgery to take the stryker triathlon knee implant out and replace it. I had revision surgery on (B)(6) 2017. The stryker triathlon total knee system is a dangerous product and it puts peoples' lives in danger it needs to be recalled and taken off the market. Mw 5068719: I had a total right knee implant on (B)(6) 2012. It was bad from the beginning and never got better. It was the stryker triathlon knee implant (it had nothing to do with the shape match cutting guide which was recalled by the FDA in 2013. The stryker triathlon knee implant is a bad and dangerous product. It needs to be recalled and taken off the market. I had to have a total revision surgery on (B)(6) 2017 to remove the entire stryker triathlon implant because it totally failed. It ruined my life and caused me tremendous misery and the revision surgery could have cost me my life. This stryker triathlon implant did disabled me. It is a dangerous and bad product and should never be allowed to be used again. Update as per maude report #mw5069532 (06/01/2017): I had to have a total knee replacement in (B)(6) 2012. It was never right. I had to have revision surgery. On (B)(6) in 2017, my orthopedic surgeon had to take out the entire original knee implant and replace it with a new one. The original implant was a total failure. The femoral component was wrong size. Femoral component was rotated totally wrong. The patella component was wrong size. The tibial component was totally misaligned. Problem was with the implant. The stryker rep who operated the navigation software. The computer assisted navigation software was defective. The stryker triathlon implant was defective. The whole thing was a mess. Which my orthopedic surgeon who did the revision spells out in his operative report. His name is dr. (B)(6).

Manufacturer narrative:
An event regarding revision due to knee joint instability with patellar subluxation involving a triathlon patellar component was reported. The event was confirmed by medical records. Method & results: device evaluation and results: the damages to the pegs was consistent with saw cuts likely from explantation. Dark discolorations were observed from likely biological origin. Nothing remarkable was observed in the patella. Material analysis of the explanted device confirmed that there were no material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that there is no documented confirmation of the claim of a recall of the primary total knee components, no documented follow-up between (B)(6) 2013 and (B)(6) 2016, and no complaints of the right knee until (B)(6) 2016. Internal rotation of the femoral component, as noted on the (B)(6) 2017 revision surgery operative report, resulted in patellar subluxation and ligamentous imbalance, which were the indications for revision surgery. There is no evidence that factors associated with the primary total knee arthroplasty components' design, manufacturing or materials were responsible for this clinical situation. -device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot referenced. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated that there is no documented confirmation of the claim of a recall of the primary total knee components, no documented follow-up between (B)(6) 2013 and (B)(6) 2016, and no complaints of the right knee until (B)(6) 2016. Internal rotation of the femoral component, as noted on the (B)(6) 2017 revision surgery operative report, resulted in patellar subluxation and ligamentous imbalance, which were the indications for revision surgery. There is no evidence that factors associated with the primary total knee arthroplasty components' design, manufacturing or materials were responsible for this clinical situation. Material analysis of the explanted device confirmed that there were no material or manufacturing defects were observed on the surfaces examined. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Mw 5068789: had a total knee replacement in (B)(6) 2012, afterwards I kept telling the surgeon something was wrong with the stryker triathlon total knee implant that was put in my right knee. The surgeon kept telling me that it was all in my head, I was imagining it, to suck it up and get use to it that it would get better with time and even that I was crazy. He said everything was ok. After a year of this he had me believing he was right so I just decided to put up with it, live with it and hope it got better. Well, it never did, so I went to another orthopedic surgeon. He found out on (B)(6) 2016 that the implant I had was bad and told me I would have to have complete revision surgery to take the stryker triathlon knee implant out and replace it. I had revision surgery on (B)(6) 2017. The stryker triathlon total knee system is a dangerous product and it puts peoples' lives in danger it needs to be recalled and taken off the market. Mw 5068719: I had a total right knee implant on (B)(6) 2012. It was bad from the beginning and never got better. It was the stryker triathlon knee implant (it had nothing to do with the shape match cutting guide which was recalled by the FDA in 2013. The stryker triathlon knee implant is a bad and dangerous product. It needs to be recalled and taken off the market. I had to have a total revision surgery on (8)(6) 2017 to remove the entire stryker triathlon implant because it totally failed. It ruined my life and caused me tremendous misery and the revision surgery could have cost me my life. This stryker triathlon implant did disabled me. It is a dangerous and bad product and should never be allowed to be used again. Update as per maude report #mw5069532 (06/01/2017): I had to have a total knee replacement in (B)(6) 2012. It was never right. I had to have revision surgery. On (B)(6) in 2017, my orthopedic surgeon had to take out the entire original knee implant and replace it with a new one. The original implant was a total failure. The femoral component was wrong size. Femoral component was rotated totally wrong. The patella component was wrong size. The tibial component was totally misaligned. Problem was with the implant. The stryker rep who operated the navigation software. The computer assisted navigation software was defective. The stryker triathlon implant was defective. The whole thing was a mess. Which my orthopedic surgeon who did the revision spells out in his operative report. His name is dr. (B)(6).